Manufacturer narrative:
Additional information provided in h.6. And h.11. The product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the cassette did not get flooded during cataract surgery with intraocular lens implant. The procedure was completed on same day, but details were unknown. There was no patient contact and no impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The wet fluidics management system (fms) in the tray was visually inspected. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using the console software. The product could be recognized and the service data could be retrieved from the console. However, the product failed to prime and generated a system message code 162. The aspiration manifold was cut 1¿ from the cassette insertion to check for occlusion. No occlusion was detected in the cut-off tubing line. Detached the 1' tubing from the cassette insertion, solvent was observed in the distal end of the aspiration manifold prevent fluid flow. The excessive solvent (cyclohexanone) that used to bond the tubing to the cassette caused occlusion in the tubing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and products received, the root cause of the failed to test report which resulted in a system message code 162 was determined to be an improper socket bonding issue due to an occlusion. The broader investigation looking into the global trend associated with system message code (smc) 162 reports was not able to assign a commonly shared root cause due to the variety of findings from multiple associated product evaluations. A number of potential contributing factors have been identified and are listed below. The broader investigation identified potential contributing factors that were associated with the global system message 162 trend. These factors include variability in socket bonding performance and gaps in operator training related to the bonding process. An internal investigation was completed. Preventative action plans were initiated to address the contributing factors at the manufacturing site prior to june 2026. Preventive: create and implement on the job training documents that detail the precise process for socket bonding manifolds to fmss. Preventive: update system fms manufacturing assembly procedure (map) and techno ideal method of procedure (mop) to include the details outlined in the on-the-job training. Complaints are reviewed and will continue to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.